Event description:
Two endeavor drug-eluting coronary stents were successfully implanted in an unk lesion site. (MFR report# 2953200-2010-01403) it was reported that 58 months post index procedure that the pt had an mi and expired. No add'l details have been provided. The investigator assessed the event in relation to the study device is not assessable. The investigator assessed the event was not related to the drug or index procedure.

Manufacturer narrative:
(B) (4): eval results: mi, death.